Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels started to elevate above 600mg/dl, after changing the infusion set, tubing, and cartridge yesterday. The customer's bgs had been running high for approximately 1 week, previous to this event. Elevated bgs were treated by removing the pump, and reverting back to manual injections. Tandem technical support discussed possible factors that can cause elevated bgs with the customer. Tandem technical support will reach out to the customer's clinical diabetes specialist for additional assistance for the customer.